Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urgency frequency and urinar y/bowel dysfunction. It was reported that they were not getting good therapy. The patient said initially after they came home from surgery, it worked well but then their incontinence started again. The patient added they've already adjusted the setting twice but it hasn't resolved the issue and they're still not getting 50% relief. The patient wondered how they could know the therapy was working if they don't feel anything. Reviewed therapy information; stimulation expectations and general programming guidance. The patient connected to their ins on the call and increased stimulation intensity to a comfortable level in their bicycle seat area. The patient mentioned the setting they were one wasn't the one they had left it last time they connected. They will maintain stimulation level and will continue to track symptoms. Redirected to healthcare provider (hcp) if issue persists.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.